Manufacturer narrative:
H 6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The root cause of the injuries could not determined due to insufficient clinical details. The momentary loss of placement signal and controller error alarm was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed.

Manufacturer narrative:
Section h codes have been updated based on additional information. Health effect - impact code, f26, was added. F2601 was removed. This report reflects the most up to date coding.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a controller error alarm and absence of a placement signal. The alarm was resolved, and placement waveforms returned without intervention.